Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: the pump black box showed evidence of partially discharged batteries being installed in the pump beginning on 12/12/2015. The pump battery compartment was observed to be cracked below the grip pad. During testing the pump powered on normally with the returned battery cap. The pump electrical current draws were tested and were confirmed to be within specifications. The pump was opened an no evidence of moisture or loose components was found inside the pump. The reported battery life issue was unable to be duplicated during testing. Unrelated to the complaint, there was a crack in the pump casing by the right hand corner of the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The pump history was reviewed and showed that the battery life was less than expected and the issue was occurring with multiple batteries. The reporter confirmed that an appropriate battery was being used in the pump and the battery type setting was correct. There was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.